Manufacturer narrative:
Customer return sample / photo and/or retain evaluation summary: no samples were returned by the customer in support of this complaint, but photos were attached showing a sealed shelf-pack with no label. Evaluation of the 200 retained samples from this lot number did not identify any examples of missing labels. DHR/bhr review: no qns or other issues relating to the reported defect were identified in the DHR. Investigation conclusion: the complaint was confirmed, based on the photographic evidence provided. Root cause description: missing labels is mainly caused by a timing issue on the labelling equipment. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends.

Event description:
It was reported that many of the bd vacutainer® k3e 5.4mg plus blood collection tubes within several packages had missing labels. No injury or medical intervention reported.